Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced withdrawal. A catheter dye study had been done on (B) (6) 2009. A rotor study was performed following the dye study. The catheter was not primed after the catheter dye study. Additional information received indicated the event was attributed to the pump and catheter. The catheter was epidural. The hcp had extreme difficulty accessing the catheter port even with cut down. The dye study on (B) (6) 2009 showed the catheter was epidural and possible catheter port damage. The catheter was not primed after the dye study which caused the withdrawal. The symptoms of withdrawal included increased pain, nausea, and weakness. The drug used in the pump was morphine 15 mg/ml and droperidol 67.5 mg/ml at a dose of 1.7 mg/day based on morphine. The entire system was replaced on (B) (6) 2009. The patient outcome was reported as "no injury."